Manufacturer narrative:
This report is submitted on september 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient experienced breakdown of the skin flap secondary to a ruptured cyst. The patient was treated with oral antibiotics (date and duration not reported). Subsequently, the patient developed and infection resulting in the decision to explant the device on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced extrusion of the receiver-stimulator prior to explantation.